Event description:
It was reported that insulin drips were not observed to be exiting the tubing during the load fill process. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Bg level was addressed with a correction bolus via the pump. Reportedly, the customer tried for over an hour before calling technical support. Upon talking with technical support it was discovered that the customer had not completed the loading process. Once the process was completed the customer was able to address their elevated bg and resume insulin delivery.